Event description:
It was reported that ¿years ago¿ shortly after a patient¿s pump implant, there was an issue with the drug pump discovered during an attempted pump refill. The healthcare professional (hcp) was unable to locate the refill port because the pump was flipped and not accessible. A second surgery was required to flip and reattach the pump. No drug, patient symptom, or outcome was reported. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, product type catheter. (B)(4).